Manufacturer narrative:
Stryker has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device and verified the reported issue. Stryker downloaded the electronic records from the customer¿s device and observed inappropriate loss of power. Stryker replaced the power pcb assembly, battery wire harness, and battery pins. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome or delay.